Event description:
The customer biomed reported that the end user claimed that the monitor froze up, while taking a non-invasive blood pressure (nbp) reading. The device was in use on a patient and there was no adverse event or patient harm reported.